Event description:
It was reported there was a cassette error on startup. The pump just beeps. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact. There was evidence of the error found in the event history log. The customer reported problem was duplicated. The investigation found fluid ingression on the downstream sensor which was believed to be the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond 11 years from manufacture date of 2011-06 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6500.